Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise. There was a stored untreated event do to the same noise. The patient was playing tennis at the time of the shocks. For the first shock, the sensing vector was programmed to the secondary sensing vector. The clinic reprogrammed the sensing vector to the primary vector. Later, the patient had another inappropriate shock while playing tennis. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.